Event description:
Patient reported ¿right side rupture" later confirmed by physician via device tracking. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side deflation and possible right side implant exchange with no complaint against the device.